Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, air had entered into the valve of the sheath while using a competitor product. An electrophysiology (ep) catheter was then used in the sheath and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 16951-100, and data files were returned and analyzed. Data files did not show any system notices for the reported event date. Visual inspection showed the device was intact with no apparent issues. Multiple aspirations and injections were performed without air bubbles or leaks;. The hemostatic valve and valve assembly were leak tight. The reported issue of a hemostatic valve issue has not been confirmed through testing. The sheath passed the returned product inspection per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.